Event description:
The caller states that the bed is not working, and smoke is coming from the bed so the aid unplugged the bed.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.